Event description:
Device analysis is provided. Explant method: intravascular, femoral technique/tools: needle's eye snare no complications.

Manufacturer narrative:
Visual inspection under 30x magnification also indicates the proximal end of the j stiffener wire which fractured at the weld site and ~30mm proximal of the weld site has abraded a hole in the outer polyurethane insulation approx 35mm proximal of the weld site.